Event description:
It was reported that during a device check, the marker channels appears as boxes instead of the standard channel markers on the electrocardiogram. It was determined that the programmer power should be recycled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.